Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 119mg/dl and the sensor glucose was 40mg/dl at the time of the incident. The customer was not informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer stated that the sensor also had a bent cannula along with the threshold suspend and caused the customer to have high blood glucose of 248mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned unable to confirm the insertion needle complaint.